Event description:
Customer reports that the voice unit read 2 then the voice cut off. Customer reports later that the voice unit read 3 then voice cut off. The true result is not known as the voice unit would not read the entire result. A home nurse used the device and reported that the device displayed the value, but the voice unit would cut off before the result could be conveyed. No injuries reported as a result. Requested return of suspect device and replacement was sent.